Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a therapy recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wires was excessive force. No adverse event resulted from the open pulse wire.

Event description:
During evaluation of an electrode belt for an unrelated problem, the electrode belt failed incoming functionality testing.